Event description:
The ICD involved in this MDR was implanted on (B) (6) 2010. The pt received an inappropriate shock on (B) (6) 2010. Episodes of ventricular oversensing were recorded. V sensitivity was decreased (0,8mv) and vf persistence was increased. Therapies were disabled at the end of this f/u dated (B) (6) 2010. Upon a f/u performed on (B) (6) 2010, episodes of ventricular oversensing were still observed. During this f/u, ventricular oversensing could be easily reproduced during provocative (pectoral and abdominal) manoeuvres but sometimes also occurred when the patient was completely at rest (laying down on the bed). Ventricular sensitivity was set to 1.0 mv (with this setting no more v oversensing could be observed), and vf persistence was increased. A close-up x-ray of the connections was performed and excluded the hypothesis of poor connections. Autosensing histograms (events in the vf zone) shows noise sensing up to 2,8 mv (true r-waves are > 9 mv).

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.